Event description:
Patient in labor; received epidural catheter anesthesia per crna without difficulty. After delivery, patient was repositioned by family. Catheter found by rn broken off at the shoulder. Remainder of catheter immediately removed with catheter tip intact.